Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The batteries were charged during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the green power light was on but the system was not initializing (not completing the boot up process). There is no report of death or serious injury associated with this complaint.